Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log shows error code 46828. Functional testing was performed, and it was found the clock battery is defective. The mainboard will be replaced as in the event of a defective clock battery, the mainboard must be replaced. The device passed all testing after repair.

Event description:
It was reported that the pump gave error code 46828. There was unknown patient involvement. No patient harm/adverse event was reported.